Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation results of stent shaft break. Correction to block e1 and e3 based on additional information received on may 23, 2025.

Event description:
It was reported that during the procedure, it was found that the stent was damaged and it could not be used normally. After the physician's advice, a new ureteral stent was used and the procedure was successfully completed.

Event description:
It was reported that during the procedure, it was found that the stent was damaged and it could not be used normally. After the physician's advice, a new ureteral stent was used and the procedure was successfully completed.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation results of stent shaft break. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that during the procedure, it was found that the stent was damaged and it could not be used normally. After the physician's advice, a new ureteral stent was used and the procedure was successfully completed.